Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008, (B)(6) 2010, and (B)(6) 2011 and mesh was implanted into the patient. No clarification provided. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and meshes were implanted on (B)(6) 2011 along with concurrent posterior colporrhaphy w/placement of extra fascial mesh, cystoscopy and mid urethral sling due to vaginal vault prolapse. It is also reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008 due to recurrent stage 2 cystocele . It was reported that following insertion the patient experienced pain, erosion, extrusion, bowel problems, organ perforation, fistulae, recurrence, bleeding, dyspareunia, neuromuscular problems and vaginal scarring. It was reported that patient underwent vaginal revision or removal of prosthetic vaginal graft, posterior rectocele with or without perineorrhaphy on (B)(6) 2013 for vaginal mesh exposure and rectocele. No additional information was provided.